Event description:
The customer initially reported that the autopulse nxt platform (sn (B)(6)) did not function as intended during a patient's resuscitation attempt. The nxt platform failed to perform the CPR motion with the nxt band. The customer utilized another defibrillator to resuscitate the patient. Upon following up, the customer reported that when attempting to initiate the autopulse nxt platform, the nxt band was unable to size down to the patient's chest because an internal wire that adjusts the belt had become coiled or twisted, preventing the nxt band from lowering to the appropriate chest width. The customer stated that the coil was internal, so there was no way for the customer to untwist it at the bedside. As a result, the nxt platform started compressing while very slack on the chest, not delivering adequate compressions. The customer immediately started manual compressions when the nxt platform malfunctioned, so the customer doesn't believe there was any significant delay. No consequences or impact on the patient.

Manufacturer narrative:
Additional information in b5 (describe event or problem) and h10 (related report numbers).

Event description:
The customer reported that the autopulse nxt platform (sn (B)(6)) did not function as intended during a patient's resuscitation attempt. The nxt platform failed to perform the CPR motion with the nxt band. The customer utilized another defibrillator to resuscitate the patient. No consequences or impact on the patient.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer complained that the autopulse nxt platform (sn (B)(6)) failed to perform the CPR motion with the nxt band, which was confirmed based on the archive data review but not during the functional testing. The nxt platform passed the functional testing and functioned as intended. A review of the downloaded archive data showed no device activity or deployment on the date ((B)(6) 2025) reported by the customer. However, two fault codes were identified: fault 1210 on (B)(6) 2024, and fault 1097 on (B)(6) 2025. These may have impacted compression functionality. Fault 1210 is designed to detect situations where no patient is present (known as "band open," meaning it is not compressing). Fault 1097 is software-related and requires a power cycle multiple times or pulling on the band to nudge the motor. These fault codes were not reproduced during the functional testing. The nxt platform passed the preliminary functional test without any problem. The nxt platform was subjected to a compression test with two test batteries until it discharges, and the platform passed the test without any problem. The reported complaint was not reproduced during the functional testing. The autopulse platform functioned appropriately and performed as intended.